Event description:
It was reported that patient was hospitalized because he suffered from persisting parkinsonian symptoms and side-effects of the stimulation including motor and behavioral impulsivity. It was noted that at the time of the event the device was set to the following parameters: "on; left: 2,1v, 185hz, 90us; right; 1,7v, 130hz 60us." It was further reported that as treatment for these symptoms the stimulator parameters were changed and the patient's parkinson's medication was adapted.

Manufacturer narrative:
Product ID 7482-51, serial # (B)(4), product type extension; product ID 7482-51, serial # (B)(4), product type extension; product ID 3389-28, lot # b0967085k, product type lead; product ID 3389-28, lot # b0967084k, product type lead.